Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - failure to follow steps/instructions. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The mitraclip instructions for use instructs the user to align the longitudinal alignment marker on the sleeve shaft with the alignment marker on the guide hemostasis valve. All available information was investigated and the reported sleeve steering issue appears to be related to user error, as the alignment markers were not confirmed to be aligned during cds insertion in the sgc. A definitive cause for the clip becoming caught on the sgc soft tip, resulting in difficulty removing the device, could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The steerable guide catheter is filed under a separate medwatch report.

Event description:
This is filed to report the clip delivery system (cds) steering issue and difficult to remove. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The cds was advanced to the left atrium; however, while steering with the m-knob, the cds was steering in an unintended direction. The cds was attempted to be removed, but became caught on the steerable guide catheter (sgc) soft tip. Force was used and the clip was freed from the sgc tip. It was determined that the blue alignment markers had not been confirmed to aligned. One clip was implanted, reducing the mr to 1. After removal of the sgc, it was found that the soft tip was torn. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.